Event description:
The complainant indicated that complainant used a glucolet 2 (fingerstix) on a client. After performing the "stick" complainant attempted to remove the fingerstix to discard. During the removal only the endcap came off. Not realizing that this, complainant tried to re-cock the glucolet 2 for another pt. Complainant stuck self in hand with the used lancet. An inspection of other fingerstix from the same box of lancets was conducted by the customer and no defective fingerstix were observed. The fingerstix that caused the incident was discarded. It is unknown if all the lacents within the box were in fact from the same lot or as is a common practice multiple lots are mixed by the customer into a common box.